Event description:
Patient reported "hard, always high, swelling from day one, poorly done and looks horrible, incision was red, started to open, and jello liquid started to came out seven days after implant surgery". This record is for the left side. Device was explanted. Patient take tylenol pm and use saline water and spray as treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: wound dehiscence, fluid discharge.